Event description:
It was reported patient underwent left scarf and akin osteotomy procedure (B)(6) 2013. While the surgeon inserted the screw, the head fractured and the piece was retained by the patient. When the surgeon attempted another screw of the same size, the head fractured. The surgeon was able to retrieve the fractured piece. A screw of a larger size was used to finish the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Information indicates failure mode is likely a result of improper bone preparation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product code - unknown. Product identification and expiration date - unknown. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided.